Event description:
User discovered a syringe in a carton of tampons. The reason user called FDA is because she wanted to find out if there was a lab that could determine if there were any infectious diseases on the syringe, such as hepatitis or hiv. The syringe had a dry reddish-brown substance on it that she assumed was blood. The syringe actually had the needle cover on it, so there was never any danger of user poking herself. She stated that the syringe had a small amount of crusty yellow residue in the barrel, and that the plunger was fully depressed.